Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, when testing the newly implanted implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements were observed for the competitive right ventricular (rv) lead when programmed in the triad configuration. When the shock impedance was measured from can to distal coil, normal impedance measurements were noted. The field representative had the physician remove device from pocket, check connections and reinsert into the pocket with no change. The ICD was programmed to distal coil to can, with no further instances of out of range shock impedance measurements. The device and competitive rv lead remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.